Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, 7 days post-operation the surgeon noticed that the lens was rotated 60 degrees. The surgeon repositioned the lens in the operation theatre 36 days after the initial implant procedure. Additional information was requested and received. The surgeon checked the lens after re-rotation and noticed that it had once again rotated (85 degrees instead of 110). The surgeon suspected there was an odd haptic. He planned to review the patient in 3 months and possibly perform a top-up laser. Surgeon did not want to go into the eye again.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Photo provided shows an image of the iol alignment. Reported complaint cannot be determined from the picture provided. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. The manufacturer internal reference number is: (B)(4).